Event description:
Per (B)(4) adverse event report, the pt complained of pain in the pocket area. The pocket was successfully revised on (B)(6)2010 and the device remains implanted. Should additional info become available, this event will be updated. Per op notes, this pt had a hematoma present over the device at the time of implant. The pt had complained for three days, of pain. Therefore, the pocket was evacuated, debrided and the device was put back in.